Event description:
The reporter indicated that a 13.2mm vicm5_13.2 implantable collamer lens of -13.50 diopter was implanted into the patients left eye (os). The patient experienced excessive vault and elevated iop. Lens remains implanted. For status of the eye the reporter stated ' no symptoms".

Manufacturer narrative:
H6: type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).